Manufacturer narrative:
(B)(6). Result - a sample was not returned for evaluation. The device history record was reviewed and there were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. This complaint is a user error.

Manufacturer narrative:
(B)(6). This was reported as one incident but two devices were used. Refer to MFR report # 8041187-2016-00025 which captures the second device used in this incident. (B)(6).

Event description:
It was reported that on the morning of (B)(6) 2016 around 8:40 an off site collection was being performed. The phlebotomist involved used the closed system collection (fbn [cat 301746], adapter, and edta 2ml [cat 367841]) for blood extraction on patient b for a blood test but mistakenly inserted a used and filled edta tube from previous collection of patient a. The phlebotomist realized the mistake when he/she was about to label the tube and discovered the tube was already labelled and barcoded. Both patient a and b were subjected to blood collection and testing for infectious diseases. Patient a tested (B)(6).